Event description:
The customer reported that about 50 ml of blue fluid leaked from the coulter lh 750 hematology analyzer on the left side. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in association with this event.

Manufacturer narrative:
The field service engineer (fse) observed leaking and replaced (worn or pin holed) tubing through valves sl46 and sl5 to resolve issue. (B)(4).